Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, recoverable fault 23003 was observed when rotating the 30-degree endoscope and the image was inverted. The customer received phone assistance from the technical support engineer (tse). Before calling for assistance, user had already recovered the fault and resolved the issue by reseating the sterile adapter and reinstalling the endoscope. After doing so, they have rotated the endoscope 180º several times with no further issues. Tse has reviewed error logs and found one instance of error 23003 pointing to axis 4 on universal surgical manipulator (usm) 3, where the endoscope was installed. The tse informed caller that this error is due to higher rotational friction than expected and can be caused by sterile adapter or the endoscope itself. In this case it seems it was sterile adapter related but the tse recommended caller to test the endoscope manually when clinically possible, looking for friction or grinding noise rotating the endoscope in both directions. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with a back-up endoscope, the sterile adapter was correctly seated. There were no recognition or engagement problems with the endoscope. The endoscope was tested manually afterwards and there was no friction or grinding noise rotation the endoscope in both directions.